Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer tubing overlay was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that the lead had diminished r-waves, elevated capture threshold and intermittent t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.